Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Unit received with cracked case ,cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was completely shut down and didn't react anymore, even when battery was changed. The customer's blood glucose level was 4 mmol/l. The customer reported that the insulin pump wasn't watertight anymore. The device will be returned for analysis.